Event description:
According to the reporter, the IV pump was set at 10ml, but infused 250ml in 7 hrs. There was no injury to the pt. The pump was sent to the facility's biomedical dept for evaluation. They found that the tubing must be threaded from bottom to top through the machine and pulled tight in order to ensure an accurate flow rate. Baxter was contacted concerning this incident. Baxter informed the facility that the procedure had been updated by adding step 4 into the maunal regarding the threading of the tubing. The facility had never been made aware of this procedural change baxter is to inservice the facility's personnel on this change.